Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon had difficulty using the device. The clips does not release as expected. The surgeon utilized another device to complete the procedure. There was no patient injury.